Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to damage to the achs board and cva flat flex cable. This issue can be resolved by fse service of the system to replace the usm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis, and the reported "arm3 yell with error 23138" was confirmed but not replicated. The field error logs confirmed the unit triggered several 23138 and 23087 errors, pointing to the insertion axis. Visual inspection of the unit revealed signs of contamination and burn damage on the gold pins of the acsh pc and cva ffc. The unit was put on the in-house system in normal mode and power cycled five times, but the error still did not appear. The unit was then put on the pftp, and it passed all tests related to the reported problem. Based on these findings, failure analysis was unable to identify the root cause of the reported problem. However, the failure data is consistent with the acsh pca and the insertion cva ffc being the potential root causes of the reported problem.

Event description:
It was reported that arm3 displayed a yellow status with error 23138. The fault persisted even after recovery attempts. A power cycle was performed, but the error 23138 reappeared. Consequently, arm3 was disabled, and the case continued using a 3-arm system. The customer reported event has no report of patient injury.